Manufacturer narrative:
An event of a patient experiencing shortness of breath and clinical signs of distress was reported. Information from the field indicated that the patient was found to have potential thrombus or vegetation on the valve under echocardiogram. One photo from the field appearing to show the valve after explant. The field also indicated that the path report of the explanted valve revealed significant amount of pannus around the valve as well suggesting a chronic element to this alongside the acute thrombosis . A more comprehensive assessment, including histopathological examination of the valve could not be performed as the device was not returned for analysis. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation also could not be confirmed as the valve was not returned for histopathological examination. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, an unknown mechanical heart valve was implanted in a 31 year old patient in france. The patient was in (B)(6) on holiday and did not take warfarin for a week. The patient's international normalized ratio (inr) closest to the time of the reported thrombus was 1.13 in the emergency. Patient had shortness of breath and clinical signs of distress while in (B)(6) . Patient was found to have potential thrombus or vegetation on the valve under echocardiogram in (B)(6) . The valve had been in situ for approximately 2 years. Patient was flown to (B)(6) for emergency surgery and had valve removed and a non-abbott device implanted on (B)(6) 2023. The patient reported that he had been methamphetamine use since age 17 along with persistent cannabis use. No heparin given in (B)(6) due to suspected bilateral pulmonary alveolar hemorrhage. Patient may have a ventricular septal defect (vsd) under echocardiogram but the team were not 100 % sure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.